Manufacturer narrative:
Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The exposed portion of the soft cannula was observed to be damaged and shortened, however, the timing and cause of the damage could not be determined. During the investigation, the damage did not prevent fluid from exiting the tip of the soft cannula and no signs of leakage were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 308 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), bleeding and bruising were noted. As treatment, a new pod was applied.